Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated with shots. The customer reported that the insulin pump had motor error. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Device had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.